Manufacturer narrative:
Of the 24 allegations of a malfunction, 83 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to transceiver flex torn or cracked. During investigation for unrelated complaints, there were 3 additional failures founds.

Event description:
This report summarizes <noe> 24</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs (B)(4),sleep issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-73 years of age and between 24 and 150 pounds. Of the reported patients, 9 were male, 15 were female, and 0 were unknown.